Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie was failed and stated read, write, and memory error. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1 initial reporter facility: (B)(6).

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that the drawer 3.1 pocket a6 was failed with a read/write error. A field service engineer (fse) cables on the drawer were reseated and the station was rebooted. Fse found station did not auto launch. The issue was resolved after working with technical support specialist. The system functioned as intended after field service engineer and technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie was failed and stated read, write, and memory error. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.